Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the source of the noise was not determined by the physician and no changes were made. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing noise on the right ventricular (rv) channel causing pacing inhibition. As the patient was pacemaker dependent, they experienced a syncopal episode. Testing of the system was unable to reproduce any noise. Troubleshooting is ongoing and the ICD remains in service. No additional adverse patient effects were reported.